Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing separated from the blue port end. The following information was provided by the initial reporter: "the tubing comes out of the blue port end."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing comes out of the blue port end could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20123007 as performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20123007 regarding item #2420-0500. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing separated from the blue port end. The following information was provided by the initial reporter: "the tubing comes out of the blue port end."